Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient developed major bleeding on (B)(6) 2023. The source of bleeding was the mediastinum and the patient was transfused with 8 to 16 units of red blood cell concentrate. The patient was on anticoagulants aspirin and warfarin at the time of the event. The cause of bleeding was since the patient was on anticoagulant drug therapy the event and the device was not thought to be related. The patient also experienced pericardial fluid collection without symptoms of tamponade. The fluid was drained with surgery. Due to issues in anticoagulant therapy, the event and the device was not thought to be related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Additional information regarding the event was requested from the account; however, the account will not communicate any further details at this time. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, contains the following information: section 1, ¿introduction,¿ outlines potential adverse events, including pericardial fluid collection, and bleeding, that may be associated with the use of heartmate 3 left ventricular assist system. Section 6, ¿patient care and management,¿ provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.